Event description:
The product was used during low anterior resection procedure. Reportedly, the instrument was difficult to fire and close. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.